Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient was suspected infection at the pocket site due to the incision site being opened and the stitches seemed to be sticky and as a result the physician decided to explant the entire system due to risk of being infected. Patient is in stable condition and doing good post operatively.